Event description:
Correction: the internal magnet was not replaced. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient underwent revision surgery to replace the internal magnet on (B)(6) 2022. This report is submitted on may 20, 2022.

Manufacturer narrative:
This report is submitted on october 14, 2019.

Event description:
Per the clinic the patient experienced a dislodged magnet (date not reported) following an MRI (tesla unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.